Manufacturer narrative:
Investigation summary: our manufacturing facility was provided with the affected samples for investigation. Upon examining the product we identified an excessive amount of silicone oil stuck inside the top of the syringe. The silicone oil is used to lubricate the inner part of the barrel and facilitate the movement of the plunger rod. Part of our manufacturing process is to evaluate that the proper amount of silicone oil is used. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. A batch history review showed no non-conformances associated with this issue during the production of this batch. It was determined that as a result of a temporary issue in the lubrication process, there was an excess of silicone applied, resulting in the issue with the product you reported.

Event description:
It was reported that a bd emerald¿ 5ml syringe had a oily residue in the syringe.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd emerald¿ 5ml syringe had a oily residue in the syringe.